Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of non-sustained oversensing due to noise was noted on the right ventricular lead. Technical support was contacted, however, no intervention was performed. The patient was stable and will continue to be monitored.